Event description:
The following event was reported: I have implanted more than 500 adm cups to date, and I feel perfectly this implant and the way the primary fixation gets secure at the time of insertion. Each time at the end of the procedure I hit a bit on the upper aspect of the rim to make sure the cup remains perfectly fixed at the right location. Each time in fact, no tilt, no motion¿ last monday, I had a surgery with a strictly congruent acetabular cavity, with regular bone. I fitted the cup 54 after reaming as usual line to line. While hitting the upper part of the rim, unexpectedly the cup tilted immediately and obviously was not securely fixed. I thus reamed a bit more, and the same tilt occurred. I tried then to place a 56 mm cup, and this produced a fracture at bottom of the cavity (proving that my first 54 line to line trial was correct). Hence I fitted successfully a 58 mm tritanium cup with screws.

Manufacturer narrative:
An event regarding a seating/locking issue and a query if there has been any change to the coating process involving an adm shell was reported. The event was not confirmed. Method and results: device evaluation and results: not performed, the device was not returned by the customer. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: not performed, the device was not properly identified. Complaint history review: not performed, the device was not properly identified. Conclusions: the exact cause of the seating/locking issue could not be determined because insufficient information was provided. A review of the coating process for adm shells by the supplier lisi medical noted that there has been no change to the process. Further information such as device details and return of the reported device are needed for further investigation.

Event description:
The following event was reported: I have implanted more than 500 adm cups to date, and I feel perfectly this implant and the way the primary fixation gets secure at the time of insertion. Each time at the end of the procedure I hit a bit on the upper aspect of the rim to make sure the cup remains perfectly fixed at the right location. Each time in fact, no tilt, no motion.... Last (B)(6), I had a surgery with a strictly congruent acetabular cavity, with regular bone. I fitted the cup 54 after reaming as usual line to line. While hitting the upper part of the rim, unexpectedly the cup tilted immediately and obviously was not securely fixed. I thus reamed a bit more, and the same tilt occurred. I tried then to place a 56 mm cup, and this produced a fracture at bottom of the cavity (proving that my first 54 line to line trial was correct). Hence I fitted successfully a 58 mm tritanium cup with screws.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown adm cup. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Disposition unknown.